Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#:(B)(4) ; product ID: 8703w, serial/lot #: (B)(4), ubd: (B)(6) 1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient was experiencing increased pain. There was a large volume discrepancy in the pump reservoir. A dye study was attempted, but the healthcare provider (hcp) could not aspirate the catheter. There were no environmental/external/patient factors reported that may have led or contributed to the issue. An MRI was going to be scheduled at the time of the report. Surgical intervention did not occur and it was unknown if surgical intervention was planned at the time of the report. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.